Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - sheath tip broken. - seal rubber (yellow/gray) discoloration. - seal rubber (yellow) chipped. - tension ring corrosion. - cap has rattling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermally and mechanically induced damage. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. If it is unclear where fragments of the ceramic insulating insert remain, they can be localized using a suitable x-ray procedure or computer tomography and removed if necessary. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gynecology hysteroscope ceramic tip was damaged. There were no reports of patient harm or injury.